Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the first diagonal coronary artery. The balance middleweight (bmw) universal ii guide wire failed to cross the lesion and there was resistance with the anatomy during removal. There were no adverse patient effects. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.